Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. A visual examination was performed and revealed a kink along the body and the spring tip is kinked and damaged; the coilwire unraveled and the corewire broken. All the outer diameter measurements that could be taken are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that a kink on the distal tip occurred. A peripheral rotawire¿ was selected to treat the lesion located in the superficial femoral artery. During the procedure outside the patient, when the wire was pulled out from the package, they noted that the distal tip of the wire was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was fine. However, device analysis revealed a core wire broken.